Manufacturer narrative:
Evaluation results: one pneupac ventilators ventipac was returned for investigation in used condition. The device was missing a screw cover bung. The faceplate was bowed on the left side causing a silence button malfunction. The customer reported product problem (failure to power on) was confirmed after the installation of a new battery. The investigator determined that the product problem occurred because of a corroded battery compartment and damaged to the front panel. The damage was attributed to the customer. The investigator replaced the corroded battery compartment and straightened the front panel. The device subsequently passed functional testing.

Event description:
Information was received indicating that there was no power to a smiths medical pneupac® ventilator. A new battery was placed and still no power. The front left side of the unit was observed to be bulging. There were no reported adverse effects.